Manufacturer narrative:
The device involved in the event has not been returned for evaluation. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Medtronic received information regarding a pipeline flex that failed to open on the distal section as it was being deployed during an embolization procedure of an unruptured small saccular wide neck aneurysm located in the cavernous segment of the left internal carotid artery (ica). The physician used a combination of pushing the delivery wire and unsheathing during the deployment attempts. The pipeline flex was re-sheathed after approximately 60% of it was deployed, but still failed to open as it was re-deployed the second time. The pipeline flex was re-sheathed and removed without any issues and another device was implanted without further complications. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The marksman and the pipeline flex delivery system were returned for evaluation and the delivery system was found outside the catheter. However, the pipeline was found to be stuck inside the catheter hub with some blood inside the lumen. The distal and proximal end of the pipeline was found to be damaged, but the distal end was not opened due to the damaged braid. No other anomalies were observed. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. (B)(4).